Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. Customer blood glucose reading was 147 mg/dl. Troubleshoot was performed. Pump error 25 reappeared after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power error due to electrical board connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and self test.